Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2ezth, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that the symptoms have been getting worse in the last month or so and in the past 2 weeks have been really bad. Patient states they've been experiencing a lot of accidents so they went to try and make an adjustment but are not able to connect to the implant. Patient services attempted to walk patient through trying to connect to the implant. Patient was getting device not responding message. Patient confirmed communicator was over the implant and tried repositioning the communicator multiple times which did not resolve the message. The patient states they have not been back to have the device checked since they first got the implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. When asked for the cause of the communication issues they stated that the battery had died and the leads might be in the wrong place. When asked what steps would be taken to resolve the issue they stated that they had an appointment scheduled for replacing the battery.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that, upon completion of an x-ray of the pelvic, it was determined that the stimulator was intact and no lead discontinuity or kinking was noted. The hcp also clarified that the battery dying was due to normal battery depletion. The steps taken were that the patient was evaluated via a pelvic x-ray, surgery was scheduled and performed on (B)(6) 2024 for battery replacement. The issue has been resolved and the device will be returned.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2ezth, implanted:(B)(6) 2021, product type: lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.